Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a replaced battery now alarm, power loss alarm and pump error. The customer¿s blood glucose was unknown. Troubleshooting steps were provided for replace battery now alarm. Customer did not received low battery alarm before replace battery now alarm. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
All operating currents are within specification. Device passed displacement test and self test. No post-reset ram crc alarm or unexpected battery power loss alarm noted during testing. Device functioning properly.